Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb, generator driver, and hvsr pcbs were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system gave a communication error during a procedure. The operator had immediately shut down the system. This resulted in a loss of imaging functionality. There is no report of death or serious injury.